Event description:
It was reported that this patient had syncope and was pacemaker dependent.. Asystole was suspected but could not be confirmed. The patient was hospitalized and under supervision. A review of the device data showed possible system impairment, although no noise could be reproduced with provocation maneuvers and stable measurements were seen on the right ventricular channel. The physician suspected elevated pacing capture thresholds on the right ventricular lead due to a header issue. The right atrial lead was malfunctioning due to the impedance trend and noise was seen and reproduced during provocation maneuvers and touching the device. As well as high pacing capture thresholds. The device was reprogrammed temporarily. X-rays were not taken, and according to the physician there was no evidence of lead damaged and the terminal pins appeared inserted into the header. The physician suspected a header issue and this was the reason loss of capture was seen due to small axial/radial movements of the terminal ring lead. A revision will be scheduled and new leads will be implanted. Upon the revision if the device is explanted it will be returned. The leads implanted are competitor leads no additional adverse patient effects were reported.